Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure, with 0 joules of use and 0 minutes expended, the laser broke down as the fiber was connected to the laser/ fiber was broken during the procedure was noted. The surgery was completed with an alternate procedure turp. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Failure analysis for fiber: a review of the DHR showed that the device met specifications prior to release. Visual inspection of the fiber indicates that the fiber does not exhibit signs of usage. During functional analysis, the fiber was tested with hene laser fixture, and aim beam is present at fiber output window. Analysis did not identify the reported break along the fiber. The manufacturer has reviewed all the information and determined this event no longer meets the requirement of a reportable event for the device in question.